Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the cpre procedure, the surgeon had difficulty traversing and releasing the introducer. The prosthesis broke from the introducer in the wrong place and went towards the patient's mouth. Tweezers were used to remove it. The patient recovered well and was released. The following information has been received via email on 23aug2023. Sg 23aug2023 1. Did any unintended section of the device remain inside the patient¿s body? Yes, it was removed with tweezers. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No. 4. Did the product cause or contribute to the need for additional procedures? No. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? N/a. The following information has been received via email on 23aug2023. Sg 23aug2023 does the complaint relate to: device placement. What intervention (if any) was required? Tweezers were used to remove it. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, did any section of the device detach inside the endoscope or patient? Yes, the prosthesis broke from the introducer in the wrong place. Please indicate whether the device broke in the endoscope or in the patient. Patient was the broken device retrieved? Yes with tweezers. Did the patient require any additional procedures as a result of this event? No. The following information has been requested via email on 23aug2023 / 30aug2023 / 05sep2023 / 13sep2023. Sg 13sep2023. 1. What was the target location for the stent? 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? 4. Was the wire guide lubricated prior to use? 5. Was the wire guide inspected for damage prior to use? 6. Was the device at the center of the complaint inspected for damage prior to use? 7. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? A. If yes, please indicate the procedure performed. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? 9. If not with the device in question, how was the procedure finished? 10. Were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no. A. If yes, please detail any other defects observed. 11. Had a sphincterotomy been performed prior to this occurrence? 12. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 13. Does your medical facility have a service/maintenance schedule associated with its endoscopes? 14. Was resistance encountered when advancing the wire guide to the target location? 15. Was resistance encountered when advancing the introduction system in place to the target location? 16. How did the physician deal with this resistance? 17. How did the physician determine the length of the stent to be used for the procedure? 18. Where was the stricture located in the duct? 19. Was the stricture dilated prior to placing the device? A. If so, please indicate what device(s) were used. 20. Was resistance encountered when advancing the stent through the obstructed area? 21. After placement, was stent position verified? A. If yes, please describe how. 22. Please estimate the amount of time the stent was in place prior to this occurrence. 23. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) A. If yes, please indicate what modifications were made: 24. Please indicate why the modifications were necessary. 25. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 26. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? A. If yes, please specify what was observed and where on the device it was observed.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-feb-2024.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all oacl-10-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for oacl-10-7 device of lot number c2029628 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the oacl-10-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2029628. Instructions for use and label: the notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0096) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined due to limited information and as the device was not returned for evaluation. A possible root cause is that the patient's pre-existing condition of cholangitis / choledocholithiasis contributed to the difficulty in releasing the catheter which led to the stent breaking. Based on the information available to date and clinical input provided , it has been concluded that the broken stent was removed during the procedure and an additional stent was placed in the same procedure without a health consequence. Despite several requests being made for additional information it was not forthcoming, if this is received at a later date the investigation will be updated accordingly. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the prosthesis broke from the introducer in the wrong place. Confirmed quantity of 1 device, confirmed used. According to the initial report, the broken stent was removed with a tweezers but the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined due to limited information and as the device was not returned for evaluation. A possible root cause is that the patient's pre-existing condition of cholangitis / choledocholithiasis contributed to the difficulty in releasing the catheter which led to the stent breaking. Based on the information available to date and clinical input provided , it has been concluded that the broken stent was removed during the procedure and an additional stent was placed in the same procedure without a health consequence. Despite several requests being made for additional information it was not forthcoming, if this is received at a later date the investigation will be updated accordingly.